Event description:
The customer tested her blood glucose and received readings of 498 and in the 300's (mg/dl). She retested using another meter and received a reading of 135 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer service was put on hold and the call was disconnected before any customer or product info could be obtained. No product will be returned.

Manufacturer narrative:
It's not possible to determine a manufacture date without a meter serial number or a reagent lot number.